Event description:
As reported by customer to distributor, a small rubber-like piece detached from the angiographic syringe and discharged towards the guide catheter. It stuck in the lumen of the guide catheter. There was no patient injury. The sample to be returned for evaluation.